Manufacturer narrative:
(B)(4).

Event description:
It was reported that via a merlin.net transmission high, out of range, hv lead impedance was observed. Out of range impedance was not reproduced during in-clinic isometrics testing. Further testing was recommended at the patient's next in clinic follow up. The patient will continue to be monitored via merlin.net.